Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mos1. The device was implanted for 25 months and 66 charging cycles were recorded in the devices memory. The header of the ICD was visually inspected. A lead fragment was in the is-1 rv header bore. After removing the lead fragment, the visual inspection revealed silicone residues in the is-1 rv header bore and the silicone body has partially detached from the connector pin. Therefore, it is assumable that a silicone adhesive was used to attach the connector pin. Due to that, the lead could not be removed, which led to clinical observation. Besides that, the inspection showed no anomalies. The set screws could be easily screwed in and out and showed screw marks on the bottom side indicating that they were tightened during the implantation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed symptoms. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem. There was no indication of a material or manufacturing problem.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
The rv lead was damaged near the header of the device. When the doctor tried to remove the lead from the header the lead broke apart. The doctor was unable to remove the pins from the header. Hence the device had to be replaced. Should additional information be received, this file will be updated.